Event description:
A 3.1 kg term newborn infant with vacuum assisted delivery device used for 30 mins. Baby with subgaleal hematoma requiring blood transfusion. Also with subdural hematoma requiring anti convulsant therapy and mechanical ventilation.